Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (alarm 29) occurred during the load process. Blood glucose (bg) was in the 500 mg/dl range. Customer was admitted to the hospital for elevated bg and diabetic ketoacidosis (dka). Fluids and manual insulin injections were administered. Bg/dka were resolved. At the time of the report customer had not yet been discharged. Although multiple attempts were made by tandem technical support to obtain additional information, the customer did not reply.